Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 116" pacer disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and isolated to the bridge board and hv module. Evaluation of the bridge board indentified a faulty insulated gate bi-polar transistor on the bridge board. Evaluation of the hv module indentified a faulty mode relay.